Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Reporter stated lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.